Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 19-dec-2021, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted implantable neurostimulator reached end of service and a high impedance issue was identified. High impedance values of 25,000¿40,000 were observed on the 0¿7 lead during an impedance check. The issue was ongoing and not resolved. The patient was being managed for implantable pulse generator replacement with approval in progress, and lead replacement was planned to be performed during the implantable pulse generator replacement due to the impedance issue. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.